Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed stapling issue from the system logs but did not replicate the issue. The instrument was found to have unclamping failures in the logs and two or more broken snaps on the instrument housing. The instrument was installed on an in-house system and passed the initialization test. The instrument clamped and fired successfully.

Event description:
It was reported that during a da vinci-assisted procedure, the curved-tip stapler 30 instrument did not fire. The procedure was completed with no patient harm.